Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display text was faded or dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings:.confirmed the text on the display screen is dim/faded and discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. Unrelated to the complaint, observed the battery compartment is cracked below the finger pad extending down to the primary seal..no issue with loss of power. No evidence of moisture damage in battery compartment..observed intermittent responses to button presses on the 'contrast' button. The 'contrast' button is hard to press and requires increased force to engage..the 'up','down' and 'ok' buttons respond to user input. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.